Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('abnormal bleeding (general)') in a 32-year-old female patient who had essure (batch no. B53029) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress and cramp in lower abdomen. Previously administered products included for an unreported indication: cytotec. Concurrent conditions included menometrorrhagia, urinary incontinence, genital prolapse and abdominal pain. Concomitant products included nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems ¿ depression and mental anguish") and depression ("psychological or psychiatric problems ¿ depression and mental anguish"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"), 10 months 16 days after insertion of essure. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, allergy to metals, anxiety, depression, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered allergy to metals, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6) 2013 initially, but in current pfs (B)(6) 2013 was given. In previous follow-up hsg result was added in lab data, but in current pfs it was mentioned that 'plaintiff did not undergo essure confirmation test' diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2014: uterus and fallopian tubes, resection: unremarkable cervix secretory endometrium unremarkable myometrium and serosa otherwise unremarkable fallopian tubes obstructed by metallic coils. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dysmenorrhea, menorrhagia, pelvic pain, nickel allergy quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-aug-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6)-year-old female patient who had essure (batch no. B53029) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress and lower abdominal pain. Previously administered products included for an unreported indication: cytotec. Concurrent conditions included menometrorrhagia, urinary incontinence, genital prolapse and abdominal pain. Concomitant products included nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems ¿ depression and mental anguish") and depression ("psychological or psychiatric problems ¿ depression and mental anguish"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"), 10 months 16 days after insertion of essure. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, allergy to metals, anxiety, depression, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered allergy to metals, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6) 2013 initially, but in current pfs (B)(6) 2013 was given. In previous follow-up hsg result was added in lab data, but in current pfs it was mentioned that 'plaintiff did not undergo essure confirmation test' diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2014: uterus and fallopian tubes, resection: - unremarkable cervix; - secretory endometrium; - unremarkable myometrium and serosa; - otherwise unremarkable fallopian tubes obstructed by metallic coils. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dysmenorrhea, menorrhagia, pelvic pain, nickel allergy most recent follow-up information incorporated above includes: on 13-aug-2019: pfs & mr received: case became incident. Lot number, events onset date and date of removal were added. New events- menorrhagia, vaginal bleeding, bladder or urinary problems or changes, dysmenorrhea, dyspareunia, nickel allergy, depression and mental anguish were added. Updated outcome of event pelvic pain to recovering/resolving. Reporters, patients dob, lab data, medical history, concomitant condition and drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/chronic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 32-year-old female patient who had essure (batch no. B53029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress and cramp in lower abdomen. Previously administered products included for an unreported indication: cytotec. Concurrent conditions included menometrorrhagia, urinary incontinence, genital prolapse and abdominal pain. Concomitant products included nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems ¿ depression and mental anguish") and depression ("psychological or psychiatric problems ¿ depression and mental anguish"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"), 10 months 16 days after insertion of essure. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and metrorrhagia ("metrorrhagia (bleeding between periods)"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy and cystoscopy/hysterectomy(). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, allergy to metals, abdominal pain and metrorrhagia had resolved and the genital haemorrhage, vaginal haemorrhage, dyspareunia, anxiety, depression, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6) 2013 initially, but in current pfs (B)(6) 2013 was given. In previous follow-up hsg result was added in lab data, but in current pfs it was mentioned that 'plaintiff did not undergo essure confirmation test' patient received treatment for pain, bleeding, allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2014: uterus and fallopian tubes, resection: unremarkable cervix. Secretory endometrium. Unremarkable myometrium and serosa. Otherwise unremarkable fallopian tubes obstructed by metallic coils. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dysmenorrhea, menorrhagia, pelvic pain, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: new event abdominal pain, metrorrhagia (bleeding between periods) added and event dysmenorrhea, pelvic pain, allergy outcome updated to "recovered/resolved". Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('abnormal bleeding (general)') in a 32-year-old female patient who had essure (batch no. B53029) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress and cramp in lower abdomen. Previously administered products included for an unreported indication: cytotec. Concurrent conditions included menometrorrhagia, urinary incontinence, genital prolapse and abdominal pain. Concomitant products included nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In november 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In december 2013, the patient experienced anxiety ("psychological or psychiatric problems ¿ depression and mental anguish") and depression ("psychological or psychiatric problems ¿ depression and mental anguish"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"), 10 months 16 days after insertion of essure. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, allergy to metals, anxiety, depression, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered allergy to metals, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6) 2013 initially, but in current pfs (B)(6) 2013 was given. In previous follow-up hsg result was added in lab data, but in current pfs it was mentioned that 'plaintiff did not undergo essure confirmation test' diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2014: uterus and fallopian tubes, resection: unremarkable cervix secretory endometrium unremarkable myometrium and serosa otherwise unremarkable fallopian tubes obstructed by metallic coils. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dysmenorrhea, menorrhagia, pelvic pain, nickel allergy quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/chronic pain') in a 32-year-old female patient who had essure (batch no. B53029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress and cramp in lower abdomen. Previously administered products included for an unreported indication: cytotec. Concurrent conditions included menometrorrhagia, urinary incontinence, genital prolapse and abdominal pain. Concomitant products included nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems ¿ depression and mental anguish") and depression ("psychological or psychiatric problems ¿ depression and mental anguish"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"), 10 months 16 days after insertion of essure. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy and cystoscopy/hysterectomy(). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, allergy to metals, abdominal pain and metrorrhagia had resolved and the genital haemorrhage, vaginal haemorrhage, dyspareunia, anxiety, depression, urinary tract disorder, bladder disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6) 2013 initially, but in current pfs (B)(6) 2013 was given. In previous follow-up hsg result was added in lab data, but in current pfs it was mentioned that 'plaintiff did not undergo essure confirmation test' patient received treatment for pain, bleeding, allergy discrepancy noted in essure removal date (B)(6) 2014 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2014: uterus and fallopian tubes, resection: unremarkable cervix. Secretory endometrium. Unremarkable myometrium and serosa. Otherwise unremarkable fallopian tubes obstructed by metallic coils. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dysmenorrhea, menorrhagia, pelvic pain, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Event added from pfs- allergic reaction. Essure removal date were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.